Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and adenocarcinoma of the cervix ('tumor / teratoma / cancer type: cervical tumor\adenocarcinoma of cervix') in a 40-year-old female patient who had essure (batch no. B15005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and cholecystectomy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), 2 years 11 months after insertion of essure. On (B)(6) 2018, the patient was found to have adenocarcinoma of the cervix (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (da vinci robotic-assisted modified radical, hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia and vaginal haemorrhage had resolved and the adenocarcinoma of the cervix outcome was unknown. The reporter considered abdominal pain, adenocarcinoma of the cervix, back pain, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal, back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Lot number: b15005, manufacturing date: 2013/04, expiration date: 2016/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and adenocarcinoma of the cervix ('tumor / teratoma / cancer type: cervical tumor\adenocarcinoma of cervix') in a (B)(6) female patient who had essure (batch no. B15005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and cholecystectomy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), 2 years 11 months after insertion of essure. On (B)(6) 2018, the patient was found to have adenocarcinoma of the cervix (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (da vinci robotic-assisted modified radical, hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia and vaginal haemorrhage had resolved and the adenocarcinoma of the cervix outcome was unknown. The reporter considered abdominal pain, adenocarcinoma of the cervix, back pain, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal, back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, essure confirmation test not done. On (B)(6) 2019: pfs and mr received. Events per pfs: lot number received. Abnormal bleeding(vaginal) and tumor / teratoma / cancer type: cervical tumor were added. Follow up 2 and 3 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.